Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been hospitalized three times in the past due to diabetes ketoacidosis. Customer stated that she not believes it was an issue with the insulin pump. No further info reported.